Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the water leakage could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the coupler. A root cause of the corrosion could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the coupler. A root cause of the image noise could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to a break in the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited image noise; water leakage; and corrosion on the coupler unit. There was no patient involvement.